Manufacturer narrative:
As the affected devices involved in this incident were discarded at the user facility, no testing was performed and zyno medical is unable to confirm the complaint.

Event description:
On (B)(6) 2018 a distributor of zyno medical forwarded a complaint received from an user facility on (B)(6) 2018 on filter burst issue of the device. There were two administration sets involved in this incident, both of which had the model number of b2-70072-f and the lot number of 17096653. The customer service manager at the user facility reported that both sets burst at the filter site while 2 grams of ceftriaxone were infused, and both sets were used on the same patient. During the second occurrence, the tubing burst at the filter and medication sprayed on to the patient's face and eyes. The director of nursing at the user facility confirmed on (B)(6) 2018 that "no ill effects from resident we immediately flushed eye plus has some eye flush at home husband to bring. We are getting her a eye doctor appt. Just as a extra precaution." The director of nursing also stated that the affected device was discarded and could not be found on (B)(6) 2018. On (B)(6) 2018 the distributor received follow-up information from the nurse director: "have received new tubing. Resident doing fine no ill effects in fact has been in and out building all (B)(6) with husband." The contract manufacturer of the affected device is becton, dickinson and company. The other device involved in the incident is reported under MDR 3006575795-2018-00073.